Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.

Event description:
The patient was initially implanted with a bifurcated stent graft, a suprarenal stent graft extension and three (3) limb stent graft extensions to treat an abdominal aortic aneurysm (aaa). Approximately four (4) years post initial procedure, a type 3b endoleak was identified by a computed tomography (CT). An intervention was completed. The physician elected to reline the original implanted devices with another bifurcated stent graft, a suprarenal stent graft extension and two (2) limb stent graft extensions to resolve this event. The patient was reported as doing well.

Event description:
The patient was initially implanted with a bifurcated stent graft, a suprarenal stent graft extension and three (3) limb stent graft extensions to treat an abdominal aortic aneurysm (aaa). Approximately four (4) years post initial procedure, a type 3b endoleak was identified by a computed tomography (CT). An intervention was completed. The physician elected to reline the original implanted devices with another bifurcated stent graft, a suprarenal stent graft extension and two (2) limb stent graft extensions to resolve this event. The patient was reported as doing well. Additional information: clinical review identified sac growth of 14 mm, and a type 2 lumbar endoleak (non-device related failure).

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the reported event of the type 3b endoleak of the bifurcated stent graft. Device, user, procedure or anatomy relatedness of this event could not be determined. No procedure related harms were identified. In addition, clinical review of the computed tomography (CT) scan, identified sac growth of 14 mm, a type 2 lumbar endoleak, and iliac anatomy outside the IFU (diameter of 10 mm - 23 mm). The type 2 lumbar endoleak and off label iliac anatomy did not contribute to the type 3b endoleak. The final patient status was reported discharged home in stable condition one day following a secondary endovascular procedure. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx2. Corrections: b5: describe event or problem has been updated. H6: result code: remove code 3233. H6: conclusion code: remove code 11.